Manufacturer narrative:
The device was not returned to boston scientific for analysis; therefore, the reported complaint could not be confirmed. A review of the device history record (DHR) confirmed that the device met all specifications prior to shipping, with no manufacturing deviations identified that could have contributed to the reported event. The product labeling indicates that the following may be potential risks associated with the use of vercise deep brain stimulation systems: failure or malfunction of any part of the device, including but not limited to battery leakage, battery failure, lead or lead extension breakage, hardware malfunctions, loose connections, electrical shorts or open circuits, and lead insulation breaches, whether or not these problems require device removal and/or replacement; pain, headache, or discomfort; and undesirable sensations (e.g., tingling). A risk review was completed and confirmed that the events of difficult to charge the ipg; discomfort, implant pain, undesired sensations in non-target stimulation area and tinnitus were defined in the risk documentation. This events type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A review of the available complaint information and an assessment of the investigation activities determined that there is insufficient objective evidence to establish a definitive cause for the reported discomfort, pain, and associated symptoms experienced during charging, as no device malfunction, performance issue, or deficiency was identified and no product analysis could be performed. Additionally, the patient-reported sensation of abnormal charging behavior could not be corroborated, and the relationship between the reported symptoms, charging conditions, and device performance cannot be conclusively determined based on the available information. Therefore, in the absence of device return and analysis the likely root cause could not be established. B3: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that a deep brain stimulation (dbs) patient experienced pain and discomfort around the implantable pulse generator (ipg) during charging, described as a shocking sensation, which prevented the patient from completing the charging process. Additionally, the patient reported tinnitus and a general feeling of unwellness. At present, the ipg remains implanted.